Manufacturer narrative:
The failure investigation has been completed and the alleged alarm occlusion was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusion. Additionally, the customer reported that an unexpected reset occurred. The customer reloaded the same cartridge and continued to use pump for insulin therapy. The customer's blood glucose level was between 100-199 mg/dl.